Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name(B)(6) the central lumen of the iab clotted, esp personnel advised that this can happen with iab use and the IFU advises the use of an alternate site for the aline source.